Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient changed the program on the unit but patient was still having continued spasms every two hours. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that he was on program 1 since implant and switched to program 2 on (B)(6) 2017 and reported ¿and then sometime after that and it didn¿t work, it got worse actually.¿ the patient reported that he was going 4 hours between bladder spasms when they were implanted ¿ which was an improvement, but still having bladder spasms every 4 hours. The patient reported that he was currently having bladder spasms ¿every 2 hours or less¿ which started in (B)(6) 2017 after switching to program 2. The patient reported that he was on program 2 at 5.6 and wanted to move back to program 1 for now since that seems to work better. The patient reported that he moved to program 1 at 6.0v and stimulation was lowered before turning on. The patient reported turning the stimulation on and increasing stimulation to 3.8v.